Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has no available repair history. The cause of the suggested event is difficult to be specified. The issue of no image possibly occurred by temporary short circuit in charge couple device (ccd) unit or video connector board due to fluid invasion, temporary contact failure on electrical contact part, ccd cable breakage and some defects on peripheral equipment. Evaluation noted there were scrape mark on distal end rubber coating and frayed wires on bending section. Ccd cable, internal elements in bending section, may have been damaged by interference with a trocar. Fluid could have invaded into video connector, because crack on the video connector printed circuit board was confirmed the instructions for use includes the following statements: 3.8 inspection of the endoscopic system, inspection of the endoscopic image confirm that the white-light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.

Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. Upon inspection and testing, image was found to be okay with no flicker nor intermittent image during angulation and light guide tube cable and video cable manipulation. The user issue was not duplicated. However, a hairline crack at printed circuit board (pcb) was found. In addition, a deep scrape mark at the rubber coating at the distal end, and 10 plus frayed wires on bending section. Image is ok with cv-190 processor, no flicker or intermittent image during angulation and lg tube/video cable manipulation. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, during preparation for use the device spontaneously had loss of video and no image. There is no reported harm or adverse impact to any patient. Device was not inspected prior to the issue and was not dropped nor came in contact with a hard surface or sharp corner. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.